Manufacturer narrative:
It is unknown when the exposure occurred. It was reported the patient felt the exposure starting on (B)(6) 2016. (B)(4). Unknown if the product was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a rapidsorb mesh was rejected three and a half months after placement. The initial surgery was performed (B)(6) 2016 to enhance the buccal and occlusal ridge of lost tooth number six site and was uneventful. Healing occurred without incident. On (B)(6) 2016, the patient woke up feeling exposure of the graft site in the palate area of tooth number six site. This is report 1 of 1 for (B)(4).